Manufacturer narrative:
Date sent to the FDA: 10/07/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2018. (B)(4) submitted for the adverse event which occurred on (B)(6) 2018.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and two mesh products were implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the ilioinguinal nerve was progressing through tissue to the mesh. The ilioinguinal nerve was litigated proximal to the mesh. It was reported that the patient experienced severe pain and inflammation. No additional information was provided.